Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ blood control the device began to leaking blood between the catheter hub and the safety chamber before the needle was retracted. There was no report of patient impact. The following information was provided by the initial reporter: nurse inserted into a patient on monday (B)(6) around 1030h, she had a successful cannulation, but the device began to leaking blood between the catheter hub and the safety chamber (even before the needle was retracted). The nurse removed the device.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13-jun-2023. H6: investigation summary bd received six 24 gauge insyte autoguard blood control pro units from lot 3017203 for evaluation. Five units were received in their original sealed packaging while the last unit was received opened. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical damage to the sealed units and the needle was already retracted on the used unit. Next, used unit was reset to the actuated position and each unit was tested for leakage. No leakage was observed coming from the sealed units but leakage was observed beyond the actuator in the used unit. However, this was to be expected as indicated in the device's instructions for use (IFU). Please ensure that a female luer is connected to the device within 30 seconds of use to avoid this leakage. The actuator and septum were then removed from the used unit but no defects or deformities were found to the components. Finally, the needle was inspected on the used unit but no defects were found. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined. While leakage was observed with the used unit, it was determined that the device was functioning as intended and leakage was to be expected if a female luer is not attached. This was not a product defect.

Event description:
It was reported while using bd insyte¿ autoguard¿ blood control the device began to leaking blood between the catheter hub and the safety chamber before the needle was retracted. There was no report of patient impact. The following information was provided by the initial reporter: nurse inserted into a patient on (B)(6) around 1030h, she had a successful cannulation, but the device began to leaking blood between the catheter hub and the safety chamber (even before the needle was retracted). The nurse removed the device.